Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 31,362 joules. Additional info reported by the customer was during set-up an aim test was performed and the beam was visible. During the procedure, there was a small spark or explosion at the fiber tip. There were no error codes that were displayed on the console when this event occurred. The pt did not experience any difficulties as a result of this event. The user did not experience any injury as a result of use from the system.